Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) non-malignant pain. It was reported that electrode 8 showed high impedance. Impedances were checked. No reported event may have led or contributed to the issue. Patient is not currently using this electrode and is reporting good pain relief. The high impedance issues has not been resolved at this time. No surgical intervention planned or occurred. Patient alive with no injury. No patient symptoms or complications were reported in this event.